Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2016-00253: head; 3025141-2016-00254: neck.

Event description:
After implanting arh slide-loc radial head implants, the head/neck assembly partially disassociated from the stem. Explant surgery is scheduled.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00253 follow up 1: head. 3025141-2016-00254 follow up 1: neck.

Event description:
After implanting arh slide-loc radial head implants, the patient fell. When x-rays were taken following the fall, it was determined that the head/neck assembly was partially disassociated from the stem. The parts were explanted.